Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while in use for a gastrectomy, and end tone, indicating a completed seal cycle, was heard, but the seal was not complete. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.